Event description:
The patient reported via social media that she had infections associated with her vns implant. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem: corrected data; initial MDR inadvertently did not state the device was explanted. Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device. (B)(4).

Event description:
The patient's device was explanted due to infection.